Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (damaged) issue. The reporter stated that the display screen was peeling from the two bottom corners. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/22/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/10/2014 with the following findings: the display was intact and not peeling. The original complaint could not be duplicated upon investigation. Unrelated to the original complaint, the keypad was peeling and all of the buttons were unresponsive. Contamination was found under the down arrow and ok buttons when the keypad was removed. The ok button contact was inverted. The audio bolus button was detached.